Event description:
Couldn't walk [unable to walk]. Right knee looked like it had 'balloons' around it/swelling [swelling of r knee]. Right knee is still sore [aching (r) knee]. Case narrative: initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. The case was linked to (B)(6) (multiple devices for same patient). This case involves 82 years old female patient who couldn't walk and right knee looked like it had 'balloons' around it/swelling, right knee is still sore with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in right knee. On (B)(6) 2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. On an unknown date in (B)(6) 2020, after latency of few weeks, patient could not walk (event assessed as serious due to disability) and had to use a wheelchair, patient's grandson took her to the doctor and she was put on unspecified steroids as her knee looked like they had 'balloons' around them (event assessed as serious as intervention required). The patient also reported that she was laid up for almost a week and it cleared up days later, her right knee was still sore (started on an unknown date, after unknown latency) but the swelling had gone down and the patient still used the walker as she didn't want to take any chances. Action taken: not applicable for all events. Corrective treatment: wheelchair for couldn't walk and steroids for right knee looked like it had 'balloons' around it/swelling; unknown for right knee is still sore. Outcome: unknown for couldn't walk and recovered for right knee looked like it had 'balloons' around it/swelling, not recovered for right knee is still sore. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc (lot number 8rsp029a) with global (B)(4). The production and quality control documentation for lot # 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2020 there are (B)(4) complaints on file for lot# 8rsp029 and all related sub-lots. (B)(4) complaints are on file for lot# 8rsp029: ((B)(4)) syringe broken prior, ((B)(4)) leakage and ((B)(4)) adverse event reports. (B)(4) complaints are on file for lot # 8rsp029a: ((B)(4)) leakage ((B)(4)) plunger defect and ((B)(4)) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Follow up information received on 10-aug-2020 from healthcare professional. Global ptc number added. Additional information was received on 20-aug-2020 from other healthcare professional. Ptc results received and processed.

Event description:
Couldn't walk/ difficulty walking/dragging right leg [unable to walk]. Right knee looked like it had 'balloons' around it/swelling [swelling of r knee]. Red skin knees [skin red]. Could not bend knees sufficiently/ cannot bend knees properly (right knee) [joint range of motion decreased]. Calves and thighs were sore and swollen/ calf and back of knees sore [leg pain]. Looked like I had 2 balloons on my legs, calves and thighs were sore and swollen [swelling of legs]. Right knee is still sore/hip pain [joint pain]. ([Pain upon movement]). Hot knees/warm to touch (right knee) [joint warmth]. Joint stiffness/kneecaps are too stiff (right knee) [stiff knees]. Very painful injections (right knee) [injection site joint pain]. Case narrative: the case was linked to (B)(4) (multiple devices for same patient). Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves 82 years old female patient who couldn't walk/difficulty walking/dragging right leg, right knee looked like it had 'balloons' around it/swelling, right knee is still sore/hip pain, very painful injections (right knee), knees were hot/ warm to touch (right knee), joint stiffness/ kneecaps are too stiff (right knee), red skin knees, calves and thighs were sore and swollen/ calf and back of knees sore, looked like I had 2 balloons on my legs, calves and thighs were sore and swollen, could not bend knees sufficiently/ cannot bend knees properly (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. Patient had a history of using orthovisc and other injections one a year (not specified) and he did not have any problems then. The patient had used synvisc a while ago. The patient had no reaction to hyalgan injectables ever for past 10 years or more than initial, other than injection site discomfort which was very temporary. Concomitant medications included levothyroxine sodium (synthroid) for thyroid disorder; estradiol for hormone therapy; metoprolol for palpitations; brimonidine tartrate (alphagan) timolol and bimatoprost (lumigan) all three for glaucoma. On (B)(6) 2020, patient had knee x-ray and no significant changes were observed and hence doctor authorized for synvisc injections. On the same day, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 16 mg, once a week for three weeks (route: unknown) (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in right knee. On (B)(6) 2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. The result of the shot was worse than others. Patient reported that the injection was very painful (injection site joint pain; latency: 21 days). On the same day, after a latency of 21 days patient experienced having red skin knee (erythema), hot knee (joint warmth), swelling (joint swelling), joint stiffness, dragging right leg again and difficulty walking (gait inability; event assessed as serious due to disability). The patient knee was worse now than before the injections. Patient did more icing and took advil for the adverse events. On (B)(6) 2020 after a latency of 22 days patient's legs looked like it had 2 balloons, her calves and thighs were sore and swollen (pain in extremity and peripheral swelling). The patient also reported that she was laid up for almost a week and it cleared up days later, her right knee was still sore (arthralgia) (onset: (B)(6) 2020; latency unknown). On (B)(6) 2020 patient could not walk and had to use a wheelchair, patient's grandson took her to the doctor. Since the doctor could not give the patient a cortisone shot because of all the swelling and the patient was put on 6 day steroid 4 mg pack to bring down the swelling (event assessed as serious as intervention required). Patient kept icing and taking advil. On an unknown date in (B)(6) 2020, after latency of few days, patient could get up and down from chair (pain) as she could not bend knees sufficiently (joint range of motion decreased). The patient stated that she had horrendous pain to sit up or stand up. Within a few days welling subsided sufficiently and patient was able to navigate using walker. On (B)(6) 2020 patient went for a follow up and her skin turned into a beigey in color, knees were still warm to touch, swelling went down and she was able to slow walk and drive herself to the doctor. Total knee replacement on right knee was also discussed but patient did not feel this was the right time because of covid and he had no help available at home. As of (B)(6) 2020, patient still could not bend knees properly, her kneecaps were stiff as it was difficult to pull on pair of pants. The patient still had trouble getting up and down from sitting position and calf muscles and back of knee were sore. The patient was still using walker at home for stability and still taking advil when needed. Further patient reported that quality of life was compromised because of inability to have freedom of complete motion of knees, legs, unstable walking and unexpected pain such as hip pain ((B)(6) 2020 and latency unknown) (arthralgia), thigh pain and pain at back of knee at times of pivoting, sitting or standing. The patient mentioned right his legs are worse off than she started the shots. Action taken: not applicable for all events. Corrective treatment: wheelchair for couldn't walk/difficulty walking/dragging right leg and ibuprofen (advil), icing and steroids for right knee looked like it had 'balloons' around it/swelling; advil and more icing for the rest of the events. Outcome: recovering for couldn't walk/difficulty walking/dragging right leg, right knee looked like it had 'balloons' around it/swelling, red skin knees, looked like I had 2 balloons on my legs, calves and thighs were sore and swollen; unknown for very painful injections; not recovered for rest of the events. A product technical complaint (ptc) was initiated on 10-aug-2020 for synvisc (lot number 8rsp029a) with global ptc (B)(4). The production and quality control documentation for lot # 8rsp029a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp029a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19aug2020 there are 10 complaints on file for lot# 8rsp029 and all related sub-lots. 4 complaints are on file for lot# 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints are on file for lot # 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 20-aug-2020. Follow up information received on 10-aug-2020 from healthcare professional. Global ptc number added. Additional information was received on 20-aug-2020 from other healthcare professional. Ptc results received and processed. Additional information received on 14-sep-2020 from patient. Events of very painful injections, knees were hot/ warm to touch, joint stiffness/ kneecaps are too stiff (right knee), red skin, calves and thighs were sore and swollen/ calf and back of knees sore, calves and thighs were sore and swollen, could not bend knees sufficiently/ cannot bend knees properly added. Verbatim of event who couldn't walk/difficulty walking/dragging right leg updated. Concomitant medications added. Suspect dose was updated. Clinical course updated. Text amended accordingly.

Event description:
Couldn't walk/ difficulty walking/dragging right leg/unable to walk [unable to walk]. Right knee looked like it had 'balloons' around it/swelling [swelling of r knee]. Red skin knees [skin red]. Could not bend knees sufficiently/ cannot bend knees properly (right knee) [joint range of motion decreased]. Calves and thighs were sore and swollen/ calf and back of knees sore [leg pain] looked like I had 2 balloons on my legs, calves and thighs were sore and swollen [swelling of legs]. Hip pain [pain in hip]. ([Pain upon movement]). Hot knees/warm to touch (right knee) [joint warmth]. Joint stiffness/kneecaps are too stiff (right knee) [stiff knees]. Very painful injections (right knee) [injection site joint pain]. No improvement/upon physical exam there were no changes prior to injections vs after the injections [device ineffective]. Case narrative: based on additional information received on 30-oct-2020 from medical doctor, the case became medically confirmed. Initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. This case involves 82 years old female patient (165 cm and 69.2 kg) who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) and experienced couldn't walk/ difficulty walking/dragging right leg/unable to walk, right knee looked like it had 'balloons' around it/swelling, red skin knees (right knee), could not bend knees sufficiently/ cannot bend knees properly (right knee), calves and thighs were sore and swollen/calf and back of knees sore, looked like I had 2 balloons on my legs, calves and thighs were sore and swollen, hip pain, hot knees/warm to touch (right knee), joint stiffness/kneecaps are too stiff (right knee), very painful injections (right knee) and no improvement/upon physical exam there were no changes prior to injections vs after the injections. The case was linked to (B)(4) (multiple devices for same patient). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. Patient had a history of using orthovisc and other injections one a year (not specified) and he did not have any problems then. The patient had used hylan g-f 20, sodium hyaluronate a while ago. The patient had no reaction to hyalgan injectables ever for past 10 years or more than initial, other than injection site discomfort which was very temporary. Concomitant medications included levothyroxine sodium (synthroid) for thyroid disorder; estradiol for hormone therapy; metoprolol for palpitations; brimonidine tartrate (alphagan) timolol and bimatoprost (lumigan) all three for glaucoma. On (B)(6) 2020, patient had knee x-ray and no significant changes were observed and hence doctor authorized for hylan g-f 20, sodium hyaluronate injections. On the same day, the patient started using hylan g-f 20, sodium hyaluronate injection for therapeutic purpose (strength: 2ml pre filled syringe stored at room temperature) at the dose of 16 mg, once a week for three weeks via intra-articular route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in right knee. On (B)(6) 2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. The result of the shot was worse than others. Patient reported that the injection was very painful (injection site joint pain; latency: 21 days). On the same day, after a latency of 21 days patient experienced having red skin knee (erythema), hot knee (joint warmth), swelling (joint swelling), joint stiffness, dragging right leg again, difficulty walking and was unable to walk (gait inability; event assessed as serious due to disability and required intervention with methylprednisolone (medrol dosepak)). The patient knee was worse now than before the injections. Patient did more icing and took ibuprofen (advil) for the adverse events. On (B)(6) 2020 after a latency of 22 days patient's legs looked like it had 2 balloons, her calves and thighs were sore and swollen (pain in extremity and peripheral swelling). The patient also reported that she was laid up for almost a week and it cleared up days later, her right knee was still sore (arthralgia) (onset: (B)(6) 2020; latency unknown). On (B)(6) 2020 patient could not walk and had to use a wheelchair, patient's grandson took her to the doctor. Since the doctor could not give the patient a cortisone shot because of all the swelling and the patient was put on 6 day steroid 4 mg pack to bring down the swelling (event assessed as serious as intervention required). Patient kept icing and taking advil. On an unknown date in (B)(6) 2020, after latency of few days, patient could get up and down from chair (pain) as she could not bend knees sufficiently (joint range of motion decreased). The patient stated that she had horrendous pain to sit up or stand up. Within a few days welling subsided sufficiently and patient was able to navigate using walker. On (B)(6) 2020 patient went for a follow up and her skin turned into a beigey in color, knees were still warm to touch, swelling went down and she was able to slow walk and drive herself to the doctor. Total knee replacement on right knee was also discussed but patient did not feel this was the right time because of covid and he had no help available at home. As of (B)(6) 2020, patient still could not bend knees properly, her kneecaps were stiff as it was difficult to pull on pair of pants. The patient still had trouble getting up and down from sitting position and calf muscles and back of knee were sore. The patient was still using walker at home for stability and still taking advil when needed. Further patient reported that quality of life was compromised because of inability to have freedom of complete motion of knees, legs, unstable walking and unexpected pain such as hip pain ((B)(6) 2020 and latency unknown) (arthralgia), thigh pain and pain at back of knee at times of pivoting, sitting or standing. The patient mentioned right his legs are worse off than she started the shots. It was reported that there was no improvement and upon physical exam there were no changes prior to the injections vs after the injections (device ineffective; latency: unknown). Action taken: not applicable for all events. Corrective treatment: wheelchair, methylprednisolone for couldn't walk/difficulty walking/dragging right leg and ibuprofen (advil), icing and steroids for right knee looked like it had 'balloons' around it/swelling; ibuprofen and more icing for the rest of the events except device ineffective. Outcome: unknown for couldn't walk/ difficulty walking/dragging right leg/unable to walk, recovering for joint swelling, red skin knees (right knee), peripheral swelling, and not applicable for device ineffective; not recovered for rest of the events. A product technical complaint (ptc) was initiated on 10-aug-2020 for synvisc (lot number 8rsp029a) with global ptc (B)(4). The production and quality control documentation for lot number 8rsp029a was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis no CAPA (corrective and preventive action) was required. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 19-aug-2020 there are 10 complaints on file for lot number 8rsp029 and all related sub-lots. 4 complaints are on file for lot number 8rsp029: (1) syringe broken prior, (1) leakage and (2) adverse event reports. 6 complaints are on file for lot number 8rsp029a: (1) leakage (1) plunger defect and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 20-aug-2020. Follow up information received on 10-aug-2020 from healthcare professional. Global ptc number added. Additional information was received on 20-aug-2020 from other healthcare professional. Ptc results received and processed. Additional information received on 14-sep-2020 from patient. Events of very painful injections, knees were hot/ warm to touch, joint stiffness/ kneecaps are too stiff (right knee), red skin, calves and thighs were sore and swollen/ calf and back of knees sore, calves and thighs were sore and swollen, could not bend knees sufficiently/ cannot bend knees properly added. Verbatim of event who couldn't walk/difficulty walking/dragging right leg updated. Concomitant medications added. Suspect dose was updated. Clinical course updated. Text amended accordingly. Additional information was received on 30-oct-2020 from medical doctor and the case became medically confirmed. Verbatim of event couldn't walk/ difficulty walking/dragging right leg updated to couldn't walk/ difficulty walking/dragging right leg/unable to walk and its outcome, corrective and seriousness criteria was also updated. Event of no improvement/upon physical exam there were no changes prior to injections vs after the injections added. Route of suspect was added. Clinical course updated. Text amended accordingly.

Event description:
Couldn't walk [unable to walk], right knee looked like it had 'balloons' around it/swelling [swelling of r knee], right knee is still sore [aching (r) knee]. Case narrative: initial information received from united states on 07-aug-2020 regarding an unsolicited valid serious case received from patient. The case was linked to (B)(4) (multiple devices for same patient). This case involves (B)(6) years old female patient who couldn't walk and right knee looked like it had 'balloons' around it/swelling, right knee is still sore with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that patient did not had any problems with previous shots in knees. Patient was trying to put off knee surgery. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 60 mg, once a week via unknown route (lot - 8rsp029a, expiration date: 31-oct-2021) for knee problems/osteoarthritis in right knee. On (B)(6) 2020, patient had the second injection. On (B)(6) 2020, patient had third dose which was the 'killer'. On an unknown date in (B)(6) 2020, after latency of few weeks, patient could not walk (event assessed as serious due to disability) and had to use a wheelchair, patient's grandson took her to the doctor and she was put on unspecified steroids as her knee looked like they had 'balloons' around them (event assessed as serious as intervention required). The patient also reported that she was laid up for almost a week and it cleared up days later, her right knee was still sore (started on an unknown date, after unknown latency) but the swelling had gone down and the patient still used the walker as she didn't want to take any chances. Action taken: not applicable for all events. Corrective treatment: wheelchair for couldn't walk and steroids for right knee looked like it had 'balloons' around it/swelling; unknown for right knee is still sore. Outcome: unknown for couldn't walk and recovered for right knee looked like it had 'balloons' around it/swelling, not recovered for right knee is still sore. A product technical complaint was initiated and results were pending for the same.